Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. Visual inspection: the outside diameter of the rasp's stud, that mates with the handle, was found to have numerous score marks with corresponding displaced metal burs. The remainder of the device showed normal wear and tear. Functional inspection: the rasp was successfully mounted on a 1020-1460 handle. There was some resistance in sliding the rasp's stud into the mating hole on the handle, but the force required was considered acceptable. It was observed that the stud tended to hang up on the score marks and their corresponding displaced metal burs. The score marks and burrs are typical of an instrument such as a pair of pliers grabbing onto the stud. The investigation determined the likely root cause of the event to be abuse to the rasp's stud which caused scoring and corresponding displaced metal burs which interfered with the stud's mating with the corresponding hole in the handle. The functional inspection found some resistance in mounting the rasp to a handle. However, the rasp was mounted successfully with an acceptable force and therefore the reported event could not be confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the scrub tech and surgeon could not attach the #4 broach to the handle. Surgeon attempted a few times and then moved on to the #5 broach.

Event description:
It was reported that the scrub tech and surgeon could not attach the #4 broach to the handle. Surgeon attempted a few times and then moved on to the #5 broach.